Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. One tapered screw-vent implant was reported but not returned for investigation. Therefore, visual/physical evaluation could not be performed. The investigation was completed using applicable instructions for use, risk files and other available information. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that the patient experienced a metallic taste around the implant and lanap was performed and antibiotics were prescribed. Tooth site #3 (universal).